Event description:
Stylet from 3.0 ett difficult to remove with initial intubation. Tube at 14 cm, pulled back to 7 cm. Heart rate 50's; started chest compressions, pulled kit and reintubated. Right chest needled with #23 butterfly, immediate bubbling noted; 30 cc evacuated with syringe. No sustained heart rate despite multiple epinephrine and sodium bicarbonate. Pronounced at 1030. Preliminary autopsy report noted 2mm x 1mm defect at junction of right middle, upper and lower lobes. The final autopsy report indicated death due to a tension pneumothorax with the source of the pneumothorax a defect in the right pulmonary parenchyma.